Manufacturer narrative:
The treatment tip was returned to solta. An evaluation of the returned treatment tip indicated a dielectric breakdown on the tip surface. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the treatment tip was not in full contact with the skin. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The reported adverse event is a known procedural complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. Also, breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient's skin during treatment. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck. During the treatment, the patient's face turned red, but the physician did not believe it was serious. The patient was not able to give feedback to the clinician during treatment as the patient was under anesthesia. One hour post treatment, the patient had blisters on her face. Hydrocolloid dressing was applied to the blisters. The patient underwent botox in the same symptom area within 30 days of the thermage treatment. The physician is not sure if the blisters will heal without permanent scarring. The blisters have healed, but red spots remain. Reportedly, the treatment tip surface was inspected prior to and during use and some black marks were noticed on the surface of the tip after the treatment.